Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that an abdominal exam showed the pump was palpable. There was a small area where it was poking out a little bit more. There was also some slight redness and no drainage. The pump was infusing lioresal (baclofen).

Event description:
It was reported that the patient had lost a lot of weight and the pump was breaking through the patient's skin. The patient's healthcare provider was worried about possible infection due to the skin break down. The pump was removed from the right side and a replacement device was implanted on the left side. The patient's status at the time event was alive - no injury. At the time of report, the patient was receiving effective therapy. The pump was used to infuse a unknown type of baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10807r43, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The patient was having surgery for debridement of the implant cavity. No other history or symptoms were reported.

Event description:
Additional information received reported that the cause of the event was the patient&#38112;weight loss. An infection was confirmed at the pump site.